Event description:
This report is to advise of a fracture noted in the catheter during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a fracture / gouge with an exposed wire in the shaft material between the distal electrode and electrode ring 2. A tuohy-borst y-adaptor was placed on the catheter distal tip. The luer end of a pressure inflation device was connected to the luer hub of the catheter. A pressure of 45 psi was held for 1 minute based on the tip seal ingress method which revealed evidence of fluid ingress into the catheter shaft between electrodes 1 and 2, consistent with the gouge in the shaft material. The cause of the fracture / gouge in the shaft material remains unknown.